Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
Philips received a report that a patient sustained a blister on the right shoulder and elbow that came open and needed medical intervention.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. A pillow case was used to create and maintain distance between the body and the bore wall. Pillow cases are not an effective or approved insulator to prevent (near) contact between the body and the bore. In combination with the patient¿s dimensions, it is concluded that body-to-bore contact is the cause of the injury. Factors that contributed and made the injury progress in size and severity: the thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. Several scans with high sar values (> 2 w/kg) were executed in a short period of time, allowing no cool down time for the patient. The total administered specific energy dose of 3.4 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation. The temperature of the examination room, which was above specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.